Event description:
During the permanent implant procedure, the lead showed high impedance when connected to the ipg. The doctor disconnected and reconnected the lead several times to no avail. As a result, another lead was used to successfully complete the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.